Event description:
It was reported that the pace-sense portion of the lead was fractured and had high impedance and oversensing. The pace-sense portion of the lead was capped and a previously capped lead was used. The high voltage portion of the lead remained in use. Additional information was received that the lead was removed due to infection. A new lead was later implanted. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.